Event description:
Healthcare professional reported left side a capsular contracture baker grade IV and "signs of capsular slipping". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Physician later reported, painful left sided capsular contracture. And reported, device was ruptured upon explant surgery. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Malposition: unable to observe since it is a medical event and is not related to the device. It is possible to determine the lot number 3166505 and catalog n-27-mf130-375 through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling

Event description:
Physician reporting a capsular contracture baker grade IV and "signs of capsular slipping". This relates to the left device. The device has been explanted. Physician noted device was ruptured upon explant surgery. It's unknown if the device was replaced..